Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported the patient was implanted a uncemented std avenir stem size 3 on the right side on (B)(6) 2007. It was stated that the calcar crack reported by the surgeon, was probably related to the stem. The primary diagnosis was osteoarthritis (patient has 2 hip prostheses). The patient was treated with a cerclage. The patient has been followed-up at 3 and 5 years postoperatively, with excellent clinical scores.